Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge went from 50% battery life to 15% while plugged into a power source to charge. The customer's blood glucose level was 200 mg/dl. It was indicated that the customer would continue to use the pump until a replacement pump was received.